Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump, high pressure alarm was noted, and blood was noted inside central line catheter. Subsequently patient was in ER for line evaluation and possible central line occlusion. No adverse effects were reported.